Manufacturer narrative:
No event product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. Please note: this event incident has been reported under MDR# 2027111-2016-00253 on march 29, 2016. Due to administrative error, we have cancelled 2027111-2016-00253 and replace with MDR# 2027111-2016-00261.

Event description:
Lap chole - "spoke with first assistant and bag broke at the tip when being removed through 12mm umbilical incision. Piece of bag broke off and can be seen in picture provided. An additional cd001 was used to remove gallbladder and bag fragment." Patient status - normal.

Manufacturer narrative:
No event product is being returned for evaluation but lot number is provided. A device history report is to be reviewed by engineering. A follow up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. Please note: this event incident has been reported under MDR# 20271 l 1-2016-00253 on march 29, 2016. Due to administrative error, we have cancelled 20271 l 1 -2016-00253 and replace with MDR# 20271 l 1-2016-00261. This follow-up report is being re-submitted as requested by the FDA (MDR team) since the previous follow-up #1 report was marked as a follow-up report #2. Information within this report remains the same as initially submitted on march 01, 2017.

Manufacturer narrative:
No event product is being returned for evaluation but lot number is provided. A device history report is to be reviewed by engineering. A follow up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. Please note: this event incident has been reported under MDR# 2027111-2016-00253 on march 29, 2016. Due to administrative error, we have cancelled 2027111-2016-00253 and replace with MDR# 2027111-2016-00261.

Manufacturer narrative:
Correction: previous, final report was sent with incorrect narrative. The event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review.

Event description:
Procedure performed unknown - "spoke with first assistant and bag broke at the tip when being removed through 12mm umbilical incision. Piece of bag broke off and can be seen in picture provided. An additional cd001 was used to remove gallbladder and bag fragment." Patient status - normal.